Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient experienced loosening of the jrny ii bcs femoral oxin lt sz 4 due to infection. Revision surgery was performed on (B)(6) 2025, where all products were exchanged to competitor ones. The current health status of the patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the infection is highly likely of an exogenous nature; however, due to the limited information provided, a clinical root cause for the infection cannot be definitively concluded. The patient impact beyond the revision is unknown. No further clinical assessment is warranted currently. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Reviews of the sterilization records revealed the batches were sterilized within normal parameters. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in the possible adverse effects section as a result of trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, acute post-surgical wound infections have been identified as possible adverse effects. Active, local infections or previous intra-articular infections are identified in contraindications for total knee replacements. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk levels are still adequate. Historical reviews concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury, patient condition and/or medical history. Based on these investigations, the need for corrective actions is not indicated. Should the devices or additional information be received, the complaints will be reopened. No further investigations are warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider these investigations closed.